Event description:
Potential false negative troponin I (tni) on triage cardiac panel test. Customer called and stated that she ran an ER whole blood on 4 triage meters. All the meters showed high tni but one meter showed low tni result. The first 3 triage meters gave high results, the last meter gave result of <.05 first time and then <.09 second. Customer did not have any clinical info on pt or the device lot numbers used during the testing. Pt was admitted to hosp. False negative results may lead to missed diagnosis of mi.

Manufacturer narrative:
Investigation pending.